Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: when the reload was inserted into the adapter, the reload was not recognized. The reload indication light did not illuminate. The battery was removed and reinserted, and the reload was subsequently recognized. The instrument was given to the surgeon. When the surgeon proceeded to attempt the first firing, the I-bean stopped. At this time, the blue lights on the I-drive illuminated. The case was completed with a manual handle with no further incident. The stapler did not cut the tissue at all, or deploy any staples. The product will not be retuned for investigation. No reinforcement material was used. The patient's age, gender and weight are unavailable. There was no tissue damage, tissue loss, or blood loss of over 500 cc's. There was no delay in surgery time of over 30 minutes. The patient's current status was asked but unknown.